Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had external flash crc error. Customer's blood glucose level was 178mg/dl. Customer stated that alarm did not occur during the rewind sequence. Customer was assisted with self test which passed. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to mother board. Unable to verify the external flash crc error alarm due to the blank display. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window corners and missing end cap sticker.